Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse reported that a linogram was done on the patient and revealed the red port of the hickman catheter was fractured and was leaking around the entry point. The hospital has advised that the line will be removed on (B)(6) 2016. Additional information received from nurse: the patient experienced pain when saline was placed through the port and reported that when drawing back there was creamy white liquid. A linogram was conducted and nurse stated that at the top point of the entry into chest towards the back wall, liquid was flowing around and seeping around the gauze. As the hickman was a triple lumen catheter, the hospital continued to use the other two lumens to continue administering chemotherapy. The patient has since had the hickman removed and a PICC line placed for chemo. They are due to have a transplant in another hospital so they may have a further hickman placed upon being transferred.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking chronic catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 10fr t/l hickman chronic catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed 5.7cm proximal of the tissue ingrowth cuff. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion; however, while flushing the red lumen, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed sharply defined glossy edges. A longitudinally aligned superficial split was observed intersecting the partially circumferential split. The superficial split edges were glossy and striated. The split features were typical of damage caused by contact between the sample and a sharp metallic instrument. The location of the damage suggested that it may have occurred during device insertion. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edged atraumatic clamps or forceps.¿